Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that an asymptomatic patient presented in-clinic after receiving a vibratory alert. High impedance was observed. The pocket was opened and the setscrew was tightened. All measurements are within range .